Manufacturer narrative:
Product evaluation: the product was not returned. The iol product history records were reviewed and documentation indicates the product met release criteria. The cartridge product history record could not be reviewed because facility did not provide a lot number or any identification traceable to the manufacturing documentation. Root cause has not been identified. There have been no other complaints reported in the lot number. Additional information was requested and received. (B)(4).

Manufacturer narrative:
Additional information provided.

Event description:
Additional information provided indicating that symptoms improved after initial medical treatment. Clinical judgement is considered to be non-infectious. A bacterium inspection was not performed.

Manufacturer narrative:
Additional information provided: evaluation summary: additional information was provided, which indicated an approved cartridge was used with an unspecified handpiece. It is unknown if the qualified viscoelastic was use in the combination. Not enough information was provided to conduct a review on the cartridge lot.the product investigation could not identify a root cause.

Event description:
A doctor reported that adhesion of iris was confirmed three months following an intraocular lens (iol) implant procedure. The patient was treated with medication. Additional information was requested.